Manufacturer narrative:
(B)(4). The customer reported that the battery failed. There was no report of pt involvement. The customer confirmed the battery failure. The battery was replaced under warranty which resolved the failure.

Event description:
The customer reported that the battery failed. There was no report of pt involvement.